Manufacturer narrative:
Concomitant medical products: 429888 lead, implanted (B)(6) 2017; 5076-52 lead, implanted (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard an audible alert tone from the cardiac resynchronization therapy defibrillator (crt-d) and received an inappropriate shock for ventricular fibrillation (vf) due to electromagnetic interference. It was noted a lead integrity alert (lia) had triggered due to sensing integrity counter (sic) and non-sustained ventricular tachycardia with external noise/oversensing. The clinician noted the patient had been in a swimming pool at the time of the event. The crt-d remains in use. No further patient complications have been reported as a result of this event.